Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a scratched reservoir tube window.

Event description:
Customer reported that they replaced the batteries on the insulin pump and woke up with a blank display. Customer also mentioned receiving a motor error alarm. Customer's blood glucose reading at the time of the call was 150 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.